Event description:
It was reported that the device was used during a gastrojejunostomy procedure. It was reported by the rep that the tlc55 would not fire. The case was completed by opening a 3rd tlc55 instrument. There was no consequence to the pt.